Manufacturer narrative:
(B)(4). Date sent: 7/31/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: batch # x70501. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er420 device was received with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). Due to the condition of the device had no functional testing could be performed to evaluate the reported incident. The event described could not be confirmed as the device was returned empty. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic anterior resection, scissoring occurred. It was used on blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.